Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The product was not returned to abbott vascular for analysis. The investigation determined the reported difficulties of failure to deploy, inflation issue and leak appear to be related to circumstances of the procedure. It should be noted that instructions for use (IFU) for everolimus eluting coronary stent systems, xience prox ce states to prepare the device (apply negative pressure) prior to use in the patient. In this case, it is likely that the IFU deviation did not contribute to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot or the original lot. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the right coronary artery (rca). Pre-dilatation was not performed. A 2.50x12mm xience prox rx stent delivery system (sds) was advanced to the lesion and the device was prepped inside the patient anatomy. The physician pulled air out of the balloon to prep the stent for deployment, and both blood and air were pulled into the indeflator. The physician then attempted to expand the stent but the balloon did not inflate and the stent failed to deploy. The stent remained on the sds and the device was removed from the patient anatomy, and a new non-abbott sds was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.